Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guiding catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the connection between the stopcock and sgc was loose, and if were to reoccur in the anatomy, has the potential to compromise the fluid path resulting in serious injury. It was reported that during preparation of the steerable guiding catheter (sgc), it was found that the connection between the stopcock and the sgc was loose. 4-5 different stopcocks were attempted, but would not connect; therefore, the device was not used and was replaced. A new sgc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not identify a lot-specific quality issue at this time. All available information was investigated and a definitive cause for the reported loose connection could not be determined. It is possible there is variation in the non-abbott stopcocks used during the procedure; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.